Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 360 mg/dl. Customer changed the infusion set site and administered an insulin injection/correction bolus via pump to address bg. During pump system check, customer though there may have been an air gap. Customer changed the infusion set site again and upon follow up, customer reported bg lowered to normal range.